Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been done by the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.